Manufacturer narrative:
Added information to section h6 (type of investigation) updated section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patientspecific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. The most likely cause is patient factors.

Event description:
Per the report received from france, a patient with a valve model 11500a25 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years and seven (7) months due to severe calcific degeneration with slightly thickened cusps due to halt (max velocity 5.1m/s and mean gradient 66mmhg) leading to stenosis. Per computed tomography (CT) report, micro-thrombosis of biological prosthesis and some micro-calcifications at the base of the non-coronary leaflet were observed. A transcatheter heart valve was implanted within the surgical device. The patient was noted as to be discharged home doing well.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france, a patient with a valve model 11500a25 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately three (3) years and three (3) months due to calcific degeneration with slightly thickened cusps leading to stenosis (max velocity 5.1m/s and mean gradient 66mmhg). Per computed tomography (CT) report, micro-thrombosis of biological prosthesis and some micro-calcifications at the base of the non-coronary leaflet were observed. A transcatheter heart valve was implanted within the surgical device.